Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for failed back surgery syndrome and spinal pain. It was reported that in 2018, the patient's prior system was taking too long (~6 hours) to recharge. No symptoms were reported. The system was replaced on (B)(6) 2019 as a result of this. No further complications were reported or anticipated.